Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen cracked after the customer fell onto the pump. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to another pump for insulin therapy.